Event description:
A report was received in 2003 from a surgeon regarding a memory lens which was implanted in a patient's left eye in 2000. Opacification of the implanted device was diagnosed in 2002 exam. Most recent visual acuity of 20/200 os recorded in 2003 exam. No further information is available at this time.